Event description:
It was reported that insulin leaked at the connector/cartridge area of an ilet system using a cd infusion set, with insulin odor and moisture noted and blood glucose persistently high reported at 600 mg/dl while the pump delivered corrections that likely did not infuse due to the leak. Customer care provided support that included communication with the user, and troubleshooting steps including connector replacement, chamber cleaning, and ilet recalibration, with subsequent fingerstick values decreasing from the 500s to the 300s mg/dl. Investigation of this case revealed a fluid leak associated with a seal issue at the connector/coupler component. Symptoms included hyperglycemia with nausea, vomiting, and polyuria. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.